Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a missing needle occurred. The sensor was inserted into the arm. A photograph was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.